Event description:
This instrument belongs to a rental co and it was being used at a facility when the rt noticed the instrument was running on battery power with no interruption ventilation to pt. The instrument was removed.